Event description:
The customer reported repeated motor error alarms during the rewind process. The customer stated that he wore the insulin pump during an MRI scan. Unable to conduct the displacement test due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind and failed the displacement due to an out of phase motor encoder signal.